Event description:
Pt dialyzed for 3 hours. He was complaining of abdominal pain pre, during, and post treatment. Stated it felt as though food not being fully swallowed. Vomited post treatment. Pt later presented at emergency room and hemolysis found.